Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty connector on remote frequency board. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency programmable integrated circuit failed during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 79 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.